Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead dislodged seven weeks post implant. It was noted that the rv lead had also pulled back. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.